Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2024, investigation summary bd received 9 (nine) samples and 2 (two) photos for investigation. The photos were reviewed and the indicated failure mode for leakage during to injection/blood/urine collection was observed. Additionally, the customer samples along with 30 (thirty) retention samples from bd inventory, were evaluated by sleeve function testing and retraction lockout testing. The issue of leakage during to injection/blood/urine collection was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of leakage during to injection/blood/urine collection based on customer photo analysis, but unable to confirm based on customer sample analysis and retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was one (1) defective tubing, blood leaked from tubing once blood was drawn and at times the patient has to be stuck again. No patient impact reported.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, there was one (1) defective tubing, blood leaked from tubing once blood was drawn and at times the patient has to be stuck again. No patient impact reported.